Event description:
It was reported that this right ventricular (rv) lead exhibited lead fracture. This rv lead was surgically abandoned and replaced with a non boston scientific model in the left bundle branch area. No additional adverse patient effects were reported.